Event description:
It was reported that the smiths medical device was dull. This caused the device to make it difficult to puncture the patient's skin. No injury was reported and no intervention was required.